Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for gastroparesis on (B)(6) 2018. The customer has since experienced three low blood glucose events while hospitalized. Blood glucose at the time of admission was around 60 mg/dl. The customer's blood glucose also lowered to 51 mg/dl, treated with glucose and oral jam. Customer's current blood glucose was 68 mg/dl, treated with food and glucose tablets. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer has since disconnected from the insulin pump. The insulin pump will not be returned for analysis.